Manufacturer narrative:
Unit received with intermittent button response due to flattened dome switch on the act button and down arrow button. Unit also received with cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump's act button was unresponsive. She was trying to clear a low predictive alarm but the act button did not clear the alarm. Customer's blood glucose level was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.